Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the back side of the cassette during surgery. The procedure was completed without product replacement. There was no patient harm. The product sample has been requested for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects and the elastomers on the cassette were in place. An elastomer air burst integrity test was performed and the sample functioned within specifications. Upon further inspection; in returned condition, the cassette did not exhibit any evidence that fluid may have leaked from the pump elastomer. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion, irrigation, and aspiration performance was tested at specific data points and met specification. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).